Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event, the device passed functional and bench testing with no anomalies found. It was also noted that the pin divits on the interconnect flex were uneven, so these were replaced as a preventative. (B)(4).

Event description:
It was reported during preventive maintenance testing, sensitivity was found to be out of tolerance. A second analyzer confirmed the same reading. The device was returned for repair. There was no patient involvement.